Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to an intermittent j1 battery connector. The intermittent connection was caused by debris buildup on the j1 connector. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was resetting.